Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the right ventricular (rv) lead. The field representative noted the shock impedance measurements have been trending upward. Boston scientific technical services (ts) was consulted and suggested in office testing due to the gradual increase in shock impedance for the single coil lead. Ts also discussed to consider an x-ray and other testing options like commanded shocks. Ts noted that if the shock impedance is stable, but elevated the clinic could consider raising the shock impedance limit from 125 ohms to 150 ohms and monitoring. The rv lead remains in service and no adverse patient effects were reported.